Manufacturer narrative:
The insulin pump was received with intermittent button response due to flatten dome switch on all buttons. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the keypad on the insulin pump was wearing out. The act button and the up and down arrow buttons were not responding. She has to press the buttons really hard for them to work properly. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.